Manufacturer narrative:
Investigation summary: "the specifications of the complaint batch is 24 gauge. Because the lot number information is wrong. Suzhou plant can't conduct further investigation . Suzhou qu have confirmed again by email to shanghai qa, no reply have received so far. " conclusion: according the returned information, on the second day of the infusion, leakage occurred from the catheter, nurse found catheter from pt's body. A crack could be seen on the end of the broken catheter remaining on the needle hub. Have checked with (B)(6) if the customer secondly punctured, and so far suez plant cant receive any reply from (B)(6)." In qa lab, observed the returns sample , found it has broken into 2 parts. One part to connect the adapter has two cracks. Moreover , the cross section are not flat and are "crinkle." Root cause description "suzhou plant cant finalize the root cause." DHR - batch 6360398 does not exist for material # 383911.

Manufacturer narrative:
Medical device expiration date: unknown. The reported lot # 6360398, does not exist for the reported catalog # 383911. Therefore, manufacture and expiration dates cannot be determined. Initial reporter phone#: (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a bd pegasus¿ safety closed IV catheter system 24g x 0.75 was found cracked and leaking during use. Although it was reported that there was great force used to remove broken catheter from patient's body, no report of injury or medical intervention reported.